Event description:
It was reported that during a video assisted lung resection procedure, the first firing was fine. The device was reloaded with a (ecr60g) for the second time and the surgeon closed the device to enter into the trocar and a clicking noise was heard. The first firing stroke was fine; on the second firing stroke, the device locked out and the knife would not advance. The device was opened and the staples on the first and second firing stroke were malformed. There was not much bleeding. The device was reloaded with a third reload cartridge (ecr60g) and the same thing occurred. The area was irrigated and the staples were suctioned out. Unknown if all the staples were retrieved from the patient. A linear stapler was used to make sure that there were no leaks in the area where the device did not fire properly on the second and third reload. Another echelon device was used to complete the case. A leak test was performed and there were no leaks. There was no patient consequence.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.